Event description:
Patient was undergoing a robot assisted adrenalectomy. The mass was excised and a laparoscopic specimen bag was inserted through a port to collect the specimen. Bag was deployed as normal and specimen was placed inside. Urology physician assistant, certified (pa-c) then cinched the bag to contain the specimen. While completing this, part of the plastic sheath that covers the shaft of the bag applicator broke off. Surgeon was aware, complete piece of plastic was removed from patient and secured in a biohazard bag off the sterile field. Patient was assessed, no injury reported and mass remained in bag.